Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the ok keypad button, and possibly the up arrow and down arrow buttons, were sticking. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2013 with the following findings: evaluation revealed that the keypad is fully intact. The up, down, ok and contrast buttons responded appropriately. There was contamination found under all contact buttons. The pump booted to the verify screen with dim, pink contrast. Visual inspection of battery compartment revealed a compartment crack from threads to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.